Event description:
Health professional reported a right side deflation. Healthcare professional later reported "particles in valve". Device has been explanted.

Manufacturer narrative:
Cont. H6 f2203 imaging required. Information contained in this report was previously submitted through asr / psr on 11dec2011. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as surgical damage and observed 1 opening assessed as fold flaw opening. Other technical: observed. No additional observations are performed. No further actions are required as the device was implanted.

Event description:
Health professional reported a right side deflation. Healthcare professional later reported "particles in valve." Device has been explanted and replaced.